Event description:
Product analysis was completed on the explanted generator. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.801 volts, showed intensified follow-up indicator (ifi)=yes. The data in the diagaccumconsumed memory locations revealed that 80.098% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that a generator was being returned to livanova due to a suspicion of premature battery depletion. A review of device history records was performed, which indicated that the device passed all specifications, including quality control inspection, and showed no non-conformities prior to release into the field for distribution. The explanted generator has been received; however, product analysis has not been completed to date. No other relevant information has been received to date.